Event description:
It was reported that the customer experienced a cracked and shattered touchscreen on their pump, rendering it unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.